Manufacturer narrative:
The device has been received by anspach. The device was evaluated. The event was duplicated. Evidence indicates this is due to usage wear over time. The event was confirmed. If additional info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device was "running hot" during testing. The reporter tried the attachments with different drills and the device was still running hot. The event was not related to surgery. No injuries or medical intervention were reported. There was no additional info provided.